Event description:
Boston scientific received information that ten days post implant, this left ventricular (lv) lead exhibited a change in the waveform on the electrogram (egm). No capture was obtained at 7.5v. An x-ray confirmed the lead was dislodged. A revision procedure was performed and the lead was successfully repositioned into another target vessel. The physician believed the initial position of the lead was poor. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.